Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identifier, age at time of event, weight, and ethnicity and race were not provided for reporting. This report is for one (1) band-aid unspecified USA. Lot # and UDI # are not available. Device is not expected to be returned for manufacturer review/investigation. Concomitant products: lisinopril - high blood pressure - strength, frequency, dates used: unknown; metoprolol - angina and hypertension - strength, frequency, dates used: unknown; atorvastatin - cholesterol - strength, frequency, dates used: unknown; lantus - insulin for diabetes - strength, frequency, dates used: unknown. Device evaluation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. At this time, with limited information provided, this event is being reported with an overabundance of caution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported he has been experiencing foot pain and could see an infection under the toenail. The consumer took off the toenail and tried hydrogen peroxide and unspecified band aids but infection got worse. Consumer sought medical attention from a nurse practitioner. The nurse practitioner said she could not diagnose if infection was in the bone, and thought the infection was in the foot. The consumer went to the emergency room mid (B)(6) 2019. Consumer states he was put on keflex before going to the hospital. Consumer reports taking the whole prescription of keflex and it did not help the foot infection. He states while in the hospital they also gave him IV antibiotics for the foot infection and discharged him home on the zyvox. Caller states the infection is still in the bone of his foot. Consumer is diabetic with high blood pressure and cholesterol.